Event description:
Customer's mother reported via phone call, she has to press really hard on the buttons in order to get them to respond. Customer's blood glucose was unknown. Customer's mother didn't recall any significant event which may have caused the keypad. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had intermittent button response on the up arrow button due to flattened dome switch. The connector on lcd board was not unlocked during visual inspection. The device had cracked reservoir tube lip and scratches on the reservoir tube window. (B)(4).